Event description:
The hospital reported the infusion device does not properly deliver insulin. No further info was provided. Upon f/u the pt reported bolusing after lunch and blood glucose levels did not decrease. The pt later changed the insulin cartridge and infusion set and had no further issues. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.